Manufacturer narrative:
Nalu personnel were not present for the explant and thus unable to assess the system prior to removal. The explanted components were discarded by the medical facility and not available for any additional testing by the firm. There have been no indications of any system or component failure and the patient had reported getting therapy to the intended area prior to explant. The patient noted during conversation that there was a possible back surgery being planned and this played a role in the decision to explant the nalu system.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after participating in a successful trial phase in which the patient reported reduction in pain from 8/10 down to 3/10. After activating the permanent system, the patient reported that the system was providing relief at the target area of treatment, however the patient was still having pain in other areas of the back as well as lower extremity. Patient also expressed the perception that the implanted system was adversely affecting one foot despite physician explaining that the placement of the leads (at the cluneal nerve) should not have any effect on the foot. Patient was offered reprogramming to attempt to improve coverage. Patient refused any attempts at improvement and requested to have the system removed. A full system explant took place on (B)(6) 2025 per patient request.